Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system presenting electrogram (egm). Upon review, ts noted that this right ventricular (rv) lead exhibited low out of range pacing impedance measuring less than 200 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the egm also showed rv lead oversensing noise that led to pacing inhibition. Ts discussed review findings with the hcp. The hcp noted that the physician reprogrammed the device bac to bipolar rv pacing and will plan for a lead revision procedure. At this time, no surgical intervention was reported, and the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system presenting electrogram (egm). Upon review, ts noted that this right ventricular (rv) lead exhibited low out of range pacing impedance measuring less than 200 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the egm also showed rv lead oversensing noise that led to pacing inhibition. Ts discussed review findings with the hcp. The hcp noted that the physician reprogrammed the device bac to bipolar rv pacing and will plan for a lead revision procedure. At this time, no surgical intervention was reported, and the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system presenting electrogram (egm). Upon review, ts noted that this right ventricular (rv) lead exhibited low out of range pacing impedance measuring less than 200 ohms which triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the egm also showed rv lead oversensing noise that led to pacing inhibition. Ts discussed review findings with the hcp. The hcp noted that the physician reprogrammed the device bac to bipolar rv pacing and will plan for a lead revision procedure. At this time, no surgical intervention was reported, and the rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that the patient underwent a replacement procedure, the physician explanted the rv lead and replaced with a new lead. It was noted that a temporary pacemaker system was used and taken out during the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6-impact codes.